Event description:
The user facility reported that the sterilizer leaked causing water damage to the equipment in the room below. No injuries reported. However there was report of delayed and cancelled procedures.

Manufacturer narrative:
The steris field service technician inspected the unit and identified the ck5 check valve was a missing bolt head; bolt head snapped off. The bolt appeared to have rust forming around the remaining stud. The steris field service technician concluded that the missing bolt head allowed for the o-ring to loosen and caused the leak. The steris field service technician removed the broken bolt stud and replaced the bolts with new stainless-steel bolts. The ck5 check valve was replaced and is being returned to the supplier for further evaluation. After the unit was repaired, the technician tested the unit and returned it to service.